Event description:
It was reported that during percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous distal right coronary artery. A 2.25x32mm promus element plus drug-eluting stent was used for treatment. However, upon the first dilatation, the balloon of the stent delivery system ruptured at 8 atmospheres. The stent was still on the stent delivery system and was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the complaint device will not be returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).